Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep in germany that during an arthroscopic shoulder repair procedure on an unknown date, it was observed that suction on two vapr tripolar90 suction electrode devices were clogged. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H0 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable was found cut by the customer. The suction tube shows saline residues. The active tip shows signs of activation. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: two devices were returned. None of the devices were returned in the original packaging. Findings in device #1: plug cut off so unable to perform electrical testing. Tissue debris in and around the active tip. Tissue residue in suction tube. Findings in device #2: tissue debris visible in suction tube. Tissue debris in and around active tip. The electrical test was performed on both devices, as a result, all the parameters passed the test. Functional testing was conducted on both devices using vapr vue generator gml4808/4.; the flow test failed. Further investigation: the suction failure was further investigated by subjecting the device to both a positive and negative pressure. The combination of these tests was unsuccessful in clearing the blockage. The blockage was caused by a build-up of tissue debris at the distal end of the device. From our investigation we were able to confirm the customer report that the electrode suction was clogged with both of the returned devices. Both failed devices were found to fail flow specifications due to a build-up of tissue debris at the distal end of the devices which could not be removed during the investigation. The investigation shows the blockage experienced by the end user is confirmed and can be attributed procedural tissue debris. No manufacturing defect was found with any of the returned devices. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. A DHR review has been performed for lot u2207103; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.